Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the remaining foreign material could not be determined. It was unknown if there were deviations from the instruction manual in the reprocessing steps at the material residue point. There was no physical damage at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in cf-ez1500dl/I evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the air water cylinder and air water channel. There were no reports of patient involvement.